Manufacturer narrative:
The device, intended use in treatment, was not returned for evaluation, the reported event could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a ruler is broken. The malfunction occurred post operation (no patient involved), during the cleaning process. The product is made from plastic and breaks easily when re-assembled by theatre staff after cleaning. The mechanism of breakage relates to the turning of the screw wheel for re-assembly. If screwed to tight, the ruler cannot open and close and is therefore forced, upon where the screw wheel itself breaks.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that a ruler is broken. It is unknown when this malfunction occurred or if there was any patient affectation. Same event has happened in the past, even though it is unknown the exact quantity of events.